Event description:
It was reported that a patient had experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. The therapy cycle was unknown. It was reported that the patient¿s ultrafiltration was 4500ml and the largest prescribed fill volume was 2300ml. The initial drain volume was 20ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date: aug 2009. The device was not returned for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.